Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was partially exposed, and the incision dehisced. The patient developed an infection. It was believed that dehiscence was related to the placement or location of the ipg and the patients low body weight. The patient was admitted to the emergency room (ER) and was hospitalized. The patient was also prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively, and the explanted device was not returned.